Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 10, 2020.

Manufacturer narrative:
This report is submitted on october 8, 2020.

Event description:
Per the distributor, the patient experienced pain, a discharge from the implant site and an extrusion of the receiver/stimulator. No infection was present. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.